Event description:
It was reported that the patient experienced arrhythmia and discomfort after exercising. Post-paced t-wave oversensing (pptwos), noise resulting in oversensing, and p-wave amplitude variation were noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.